Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to master lot strips using quality control material. Testing results: donor #1: retention meter and master lot strips: 3.0 inr , retention meter and customer strips: 3.0 inr . Donor #2: retention meter and master lot strips: 3.2 inr, retention meter and customer strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 0%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Event description:
The customer measured patients with coaguchek xs meter serial numbers (B)(4) and compared these values to values obtained with an unknown laboratory method. Result comparisons were performed for a total of 13 different patients. Of these, one patient had an erroneous result when tested with one of the two meters. The specific meter used is not known. A venous sample from the patient was tested in the laboratory, resulting with a value of 2.9 inr. Within 7 hours, a sample from the patient was tested on the meter, resulting with a value of 4.0 inr. The patient takes 5 mg. Of warfarin daily. The patient's warfarin dose was held for one day based on the meter value. The patient's doctor also said the laboratory value of 2.9 inr was still too high for the patient, so holding the warfarin dose for one day was still an appropriate action to take. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's therapeutic range is not known. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, and has had no new illnesses. The patient has a bruise on her left elbow and left wrist from blood collection. No medical treatment was needed for the bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 345215) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.